Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted post-percutaneous coronary intervention (pci) support. After initiating therapy, an autofill failure repeatedly occurred. There was no damage to the connection. The cs300 intra-aortic balloon pump (iabp) was then swapped out with another but the issue continued. It was noted that the iab had been inserted using another manufacturer's sheath. The iab was then removed. The customer considered inserting an iab from the contralateral side, but the patient's vitals were stable so iab therapy was not continued. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).